Manufacturer narrative:
Circuit breakers in off position.

Event description:
The customer reported the ventilator was being powered by backup battery while plugged into ac power. The device was not in use on a patient therefore there was no patient involvement or harm. The manufacturer's service technician reported finding the ventilator circuit breakers in the off position. The service technician turned the circuit breakers to the on position and ac power was restored. Review of the ventilator diagnostic code log noted the device had been running on backup battery power which became depleted during extended use. If the mains ac circuit breaker on the ventilator is in the off position, there is no ac power to the ventilator and the ventilator will shut down and alarm if no backup power source is available. The service technician performed visual inspection of the internal components with no problems noted. The service technician could not determine how both circuit breakers were found in the off position. Performance verification testing was completed and all tests passed per operating specifications.